Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted into the rca. On the same day, the patient suffered pci related mi. The investigator assessed the event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
Cec adjudicated mi no event, reporting that there was no loss of side branch. If information is provided in the future, a supplemental report will be issued.